Event description:
Instrument alarmed while in use inside of patient's abdomen. Instrument removed at once and found to have broken scissor end. Extra piece found on floor. All pieces and packaging gathered.